Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a patient experienced corneal haze post lasik procedure. Patient underwent lasik surgery in the right eye (od) on (B)(6) 2017 and the left eye (os) on (B)(6) 2017. Pre-op the patient's best corrected visual acuity (bcva) was 20/20 in both eyes (ou), 1 month post-op visual acuity sans correction (vasc) right eye (od) 20/30, left eye (os) 20/25 3 months post-op vasc od = 20/25, os = 20/100 6 months post-op vasc od = 20/30, os = 20/50 additional information was provided regarding the patient's condition and treatment post lasik procedure. Lasik right eye (od) 5 months post-op, left eye (os) 4 months post-op, pain and decreased vision are noted. Treatment plan, keep sunglasses, durezol ou 4 times a day, refresh pm. At 5 months/4 months (B)(6) 2017 - it was noted the patient is seeing double vision (distance only) top is very but dark, bottom is fuzzy but more light on it. The patient was experiencing redness, foreign body sensation, pain, discharge, and decreased vision. Patient says right eye is better, left eye is still the same cloudiness. Drops noted were durezol 4 times a day and refresh pm at bedtime. Treatment plan durezol twice a day for 7 days, add xiidra. At 6 months/5 months (B)(6) 2017 - patient says right eye is doing fine, left eye is doing better but the cloudiness is still there, better but not perfect. Also noted is right eye is seeing double vision bottom is clear, left eye is seeing triple vision, center is clear. Drops noted were lotemax and xiidra. Treatment plan was to discontinue lotemax, restart durezol twice a day, refresh pm.

Manufacturer narrative:
Additional information - device manufacture date: 11/29/2005. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.